Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to infection around the implant site and necrosis of skin flap tissue. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another manufacturer's device on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct explant date is (B)(6) 2012; not (B)(4) 2012 as previously reported. Correction: the correct date the explant was received is (B)(6) 2012; and not (B)(4) 2012 as previously reported. This report is filed (B)(4) 2012.